Event description:
It is reported that a customer experienced high blood glucose of 450 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with trouble shooting but the customer mentioned that they had gone through this issue of trouble shooting with their pump before. The customer's pump was replaced as a result. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.